Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the therapy cable connector exposure damage. The therapy cable connector was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's therapy cable was damaged. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.